Event description:
It was reported that the device's battery is defective. There was reportedly no patient involvement.

Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which a purchase for the replacement of the out of warranty defective battery option was offered. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery, since the warranty expired the customer was offered to purchase the replacement battery. The battery returned to philips. Reported problem was verified in the lab - the battery pack was unable to charge either in heartstart mrx device or a cadex charger. Battery failed to trickle-charge in cadex charger/analyzer and yielded error: ¿fail 160 - bad fuse or driver¿. The 2019-manufactured battery has never been used and was left sit uncharged for a long period of time. Battery/cells were found to be over-discharged to a non-recovery state.